Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the delivery system was returned to the complaint investigation without the stent. A visual examination found that the outer sheath was kinked and compressed at various positions along its length. The outer sheath was able to be advanced and retracted without issue. No kinks or damage was identified on the inner. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that difficulty repositioning the stent delivery system occurred. Vascular access was obtained via right and left femoral artery. The 80% stenosed eccentric de novo lesion that was 60-70mm long with a reference vessel diameter of 12-13mm was located in the non-tortuous and non-calcified bilateral femoral artery. Following the advancement of a non-bsc guide wire, the lesion was predilated with a 12x4mm wanda balloon catheter. Subsequently, a 14x90/9fr uni plus 75cm wallstent® endoprosthesis stent was advanced to treat the lesion. However, in an attempt of repositioning the device, significant resistance was met and the device cannot be retrieved. Eventually, the physician deployed the stent and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that difficulty repositioning the stent delivery system occurred. Vascular access was obtained via right and left femoral artery. The 80% stenosed eccentric de novo lesion that was 60-70mm long with a reference vessel diameter of 12-13mm was located in the non-tortuous and non-calcified bilateral femoral artery. Following the advancement of a non-bsc guide wire, the lesion was predilated with a 12x4mm wanda balloon catheter. Subsequently, a 14x90/9fr uni plus 75cm wallstent endoprosthesis stent was advanced to treat the lesion. However, in an attempt of repositioning the device, significant resistance was met and the device cannot be retrieved. Eventually, the physician deployed the stent and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.